Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube o-ring. Unit received with cracked and scratched keypad overlay. Unit received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir compartment and is missing the o ring at the top of the compartment. The customer's blood glucose reading was unknown at the time of incident. The customer was also advised that the device would be replaced and to return the product for analysis.